Event description:
It was reported that the patient's blood pressure dropped, and the physician noted tamponade. A pericardial drain was inserted. The lead perforated the patient. The lead remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.